Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 456 mg/dl. The customer took a shot of 22 units. Customer was advised to change the set and or reservoir in order to do troubleshooting. The customer was advised to rewind pump, reinsert reservoir and verify insulin exit the tubing. Customer stated that insulin exit. The customer was advised that the device need to be replaced and agreed to return the product for analysis. The customer was advised to revert to a backup plan. The customer was advised that replacement is necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.